Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: five (5) samples were provided by the customer for investigation in unopened blister packs. The samples were manually tested and all five (5) were found to be function properly with the plunger rod being able to be depressed fully. Based on the investigation conclusion, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of molding defective - other for lot #9029700 item #302830. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Rationale: no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that plunger was difficult to operated and was deformed with a bd 20ml syringe luer-lok¿ tip. This occurred on 800 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no.: 302830, batch no.: 9029700. It was reported the plastic rings of the syringe from the mold cause the syringe not to push down.